Event description:
It was observed that during the device evaluation, that the colono videoscope exhibited a dirty objective lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device most likely due to contamination of device by foreign material from the environment leading to problems like ingress or coating of dust, dirt or other foreign material. However, the type of the material or root cause could not be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.